Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified abdominal aorta. A 16 fr introducer sheath was introduced. A non-bsc guidewire was advanced to cross the lesion. After a non-bsc stent was deployed, a 27/7/2/65 equalizer¿ balloon catheter was advanced for postdilation. However, upon the second inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).